Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on display window corner, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a crack along the battery compartment. The customer's blood glucose level was 64 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.